Manufacturer narrative:
The device evaluation found the coating of the connecting tube was peeling and the forceps channel port was shaved. Based on the results of the investigation, it is likely that the following led to the malfunction: known inherent risk of device. A definitive root cause cannot be identified. Olympus will continue to monitor the field performance of this device. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device evaluation, the bronchovideoscope exhibited the coating of the connecting tube was peeling and the forceps channel port was shaved. There was no patient involvement.